Event description:
The customer reported that the system experienced a loss of cine/vascular mode functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sata connectors to the cine drive were evaluated and reconnected. The system was tested and found to be working as intended and returned to service.